Event description:
An injection gold probe bipolar electrohemostasis catheter wasn't working during the esophagogastroduodenoscopy procedure (egd). The physician removed the catheter from the pt and upon lightly touching the tip, to check if it was hot, the gold tip on the probe was loose and fell off. The physician completed the procedure with another of the same device with no pt complications and the pt is fine.